Event description:
On (B)(6) 2013 patient reported the insertion assist device miss fired and accidently pricked his finger. Patient stated he pressed the release button several times and the device did not fire. Patient reported he removed the device from his skin and pressed the release button a few more times and nothing happened. Patient stated the infusion set would not fit properly into the insertion assist device. Patient reported he was in the process of pressing the device against his skin and his finger got caught on the adhesive; the device released the needle unintentionally and it pricked his finger. Patient stated he did not require any medical attention. Patient discarded the alleged infusion set. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device for evaluation.

Manufacturer narrative:
Lot number and expiration date is unknown. It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the linkassist (serial (B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device was optically and technically controlled. The final test was also carried out with different headsets. Linkassist passed all the tests. The problem mentioned by the customer could not be reproduced.